Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawers 3.1 and 3.2 were unrecoverable. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 were failed. A field service engineer (fse) found that there were no lights on the module controller for drawers 3.1 and 3.2. Upon inspection, the fse discovered that the drawer controller for 3.1 was shorted across tp505 and tp502, which caused the failure and also damaged the module controller board. The fse replaced both the module controller and the 3.1 drawer controller. Firmware was updated, and the drawer was configured in the application. The fse cleaned and inspected the components to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section d returned to manufacturer on.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawers 3.1 and 3.2 were unrecoverable. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. As per part investigation, it was determined that failed fuse, directly affected the system's ability to detect and operate the impacted drawer. There were no adverse events or injuries reported based on this event.